Event description:
In summary: a. Pt brought to hosp by concerned friends. Pt indicated he was suicidal, blood tests revealed blood alcohol level of 253 mg/dl (more than three times legal driving limit in most states, 400 is lethal), & urine test was positive for benzodiazepines. B. In the next 30 minutes, pt became aggressive and four-point restraints using posey products and both haldol and ativan were administered. C. One hour later, pt fell asleep. Pt was monitored approx every 30 minutes. Staff members report performing extremity circulation and range-of-motion checks and that pt was snoring. D. Three hours after pt fell asleep, a staff member noted "pt did not look good" and found pt in cardiopulmonary arrest. CPR efforts were unsuccessful. Pt's next of kin completed a statement of opposition to autospy. 2.the hosp internal investigation evaluated the incident. In summary: a. 1:1/constant pt observation was not provided in accordance with the suicide precaution and/or the restraint policies/procedure; b. Pt wasn't assessed every 15 minutes as required by restraint procedure; c. Pt assessements did not include vital signs; d. Nursing staff communication breakdowns; d. There was no mention of the posey physical retraints. 3. Evaluations by the state surveyor (a registered nurse) and hosp staff indicated that restraints were in good working order. Rn stated "restraints had absolutely nothing to to with it. It was the meds and the alcholol." Systems dir of quality stated "restraints had abosolutely nothing to to with it." No report of restraint failure was mentioned by any of the eight hosp staff inverviewed. 4. The deceased's next-of-kin, his sister, completed a statement of opposition of autopsy. No autopsy was performed. Cause of death was "cardiopulmonary arrest."